Manufacturer narrative:
Section a: patient involvement not yet confirmed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while priming the pump, the perfusionist accidentally spilled antibiotic solution to the primary controller. The controller was opened and the site saw the antibiotic solution went all the way inside allocated space for the emergency backup battery (ebb). The controller was immediately replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The returned system controller (hsc-164249) was returned in unremarkable condition. The system controller underwent functional testing and passed all steps without issues or alarms. The downloaded log files were reviewed and did not reveal any issues with the system controller. Provided information indicated that the perfusionist accidentally spilled antibiotic solution to the primary controller. The controller was opened and the site saw the antibiotic solution went all the way inside allocated space for the emergency backup battery (ebb). The controller was immediately replaced. The controller was never in use with a patient. Although not confirmed, per provided information, the root cause of the reported event was user error in spilling antibiotic solution in the controller while priming the pump. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. Heartmate 3 patient handbook (rev. A) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The controller was never in use with a patient.